Event description:
It was reported that on (B)(6) 2025, a 22mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer amulet delivery sheath. Approximately 1 minute after implantation of a occluder, the patient suffered shortly respiratory arrest and cardiac arrest. The patient was then resuscitated and the patient's condition stabilized rapidly. The physician mentioned the cause of respiratory arrest and cardiac arrest was the respiratory status of the patient. Later on the station the patient suffered a transient ischemic attack (tia), but stayed stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event for patient effects of cardiac arrest and respiratory insufficiency was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, a cause for the reported event could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances where CPR/resuscitation was performed. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
N/a